Event description:
The account alleged that a pt fell and was injured. The account stated that the pt positioning monitor was not working.

Manufacturer narrative:
The technician performed an investigation. The technician arrived at the account, entered the pt's room and the pt was on bed with "out of bed" exit alarm mode set. The account placed the pt on another bed. The technician tested all modes of the bed exit system, and all modes functioned properly. The pt fall resulted in a bruise and the pt's left cheek bone.